Event description:
It was reported that after 8 months of the prosthesis, patient came with the abutment and crown out of patient´s mouth. Doctor checked and the platform of the implant in tooth location #26 was fractured. Implant had to be extracted as a result of the implant fracture.

Manufacturer narrative:
Supplemental medwatch created as customer has now removed the fractured implant and returned it to us for investigation. Event has been changed from a malfunction to a serious injury.

Manufacturer narrative:
One tapered screw-vent implant (tsvb10) was returned for investigation. The investigation was performed only on the implant. Visual evaluation of the as returned products identified fracture around the implant collar. The removal tool was still engaged with the implant and there was bone residue around the external threads due to usage. Additionally, thread damaged was identified ¿ due probably during the removal process. Damage observed on returned implants due to trephine removal is not considered a malfunction or failure of the device. Zimmer biomet is not responsible for any damage caused by the clinician's removal of the device. Functional testing could not be performed due to the nature of the implant and event. Pre-existing conditions noted on the per were bruxism and moderate bone density ¿ type ii. The reported device had been placed for approximately 1 year. Review of appropriate documentation: per the applicable IFU, it is stated that improper techniques, severe bruxism, clenching, and overloading, may cause component fracture. DHR review: DHR review for the lot (1224450) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review: complaint history review was performed for the reported lot number (1224450) for similar events (complaint category keywords: functional: fracture) and no other complaint was identified. Post market trending review: may post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. Therefore, based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
There is no update to the previously provided complaint description.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient ID not provided. Patient weight not provided. Additional 510(k) numbers are k011028 and k013227.

Event description:
It was reported that after 8 months of the prosthesis, patient came with the abutment and crown out of patient¿s mouth. Doctor checked and the platform of the implant in tooth location #26 was fractured. Implant will be removed at another point in time.